Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after the last ablation in the right superior pulmonary vein (rspv), the physician tried to retrieve the mapping catheter but it was stuck in the pulmonary vein and could not be removed. The physician rotated the mapping catheter slowly and lightly in a counter-clockwise direction, and the catheter was removed out of the patient¿s body. Nonetheless, the catheter shape was deformed. The procedure was able to be completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device was returned and analyzed. Visual inspection of the mapping catheter showed that the loop array was misshaped and the pebax tubing was ribbed at multiple locations above electrode eight. Also, there was no kink or breakage along the catheter shaft. No electrodes were missing, bent or crushed. The flex shaft (pebax tubing) diameter was within specification. The product analysis findings did not indicate a manufacturing related defect. In conclusion, the mapping catheter had failed the inspection due to a ribbed pebax tubing and a damaged tip/loop section. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.